Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, it was reported by the patient¿s healthcare provider¿s office that the patient suffered a severe hypoglycemic event resulting in the patient having a seizure. It was also stated that the patient¿s ¿dexcom never alerted during the event¿. The patient was also wearing an omnipod insulin pump. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.